Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 2 of 4. Reference MFR. Report: 1627487-2016-03917, reference MFR. Report: 1627487-2016-03919, reference MFR. Report: 1627487-2016-03920. The patient has four peripheral (off-label) leads. This issue pertain to the occipital leads. As it is unknown which leads are occipital, all four leads are being reported. It was reported one of the patient's leads had eroded through the skin. The physician resolved the issue by closing the exposed area. However, follow-up identified surgical intervention was undertaken on (B)(6) 2016 to explant and replace the two occipital leads.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4: reference MFR. Report: 1627487-2016-03917.reference MFR. Report: 1627487-2016-03919.reference MFR. Report: 1627487-2016-03920.follow-up identified the patient's skin erosion site has healed.